Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that after pre-dilation, an attempt was made to deliver the 3.0 x 18 mm promus stent to a heavily calcified lesion in the proximal cx. The promus was unable to cross the lesion and when the stent delivery system (sds) was pulled back, the stent dislodged in the pt's left main. The stent was retrieved using a 4 mm snare device. There were no pt effects. A 3.0 x 12 mm promus stent was deployed successfully. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stent dislodgement can be influenced by many factors. To help ensure that the stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. In this case, the target lesion was described as highly calcified, which may have contributed to the reported stent dislodgement. In this case, it appears that the reported failure to cross and stent dislodgement are related to the operational context of the product and not a product quality deficiency.